Event description:
A user facility biomedical technician (bmt) reported that the fresenius 2008t hemodialysis (hd) machine was having issues with the ultrafiltration (uf) not pulling fluid from a patient as programmed. The bmt reported the machine does take blood pressure reading. Per bmt there were no adverse events, injuries, or require medical intervention required as a result of the reported event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (bmt) reported that the fresenius 2008t hemodialysis (hd) machine was having issues with the ultrafiltration (uf) not pulling fluid from a patient as programmed. The bmt reported the machine does take blood pressure reading. Per bmt there were no adverse events, injuries, or require medical intervention required as a result of the reported event. Additional information was requested but was not received to date.